Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that during maintenance the ventilator pump stopped working and mtr fail messaged was displayed. There was no patient involvement.

Manufacturer narrative:
(B)(4). The pump assembly was installed into a test fixture and ran for approximately five minutes. During the five minutes that the unit was ventilating, the customers reported "mtr failure" message was not observed. After several pump cycles, a ¿check prox line¿ alarm was triggered. The unit was also triggering a ¿high paw¿ alarm. The pump assembly was removed from the test fixture, and physically examined for any signs of wear on the piston rods, membrane, vanes, and crankarm bearings. After observing the membrane, noticed a lack of rigidity compared to another membrane sample. No other abnormalities are observed with the pump assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance the ht50 ventilator pump stopped working and mtr fail messaged was displayed. There was no patient involvement. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified.

Manufacturer narrative:
A pump assembly was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a bent piston rod on the manifold assembly. If information is provided in the future, a supplemental report will be issued.